Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that they had difficulty recharging their ins. The controller goes unresponsive while recharging the ins, so they had to take the battery pack out of the controller to perform resets. It was stated that the ins battery level would not increment when they start the charge at 30% (for the ins) and other times when they start the charge at 50% (for the ins), the battery level would not increment. They were also seeing screen 71 (incompatible recharger) and screen 59 (settings not available) on the controller. The ins was depleted because of the charging issues. Patient started a charge and noted seeing screen 51 and screen 49. The screen then switched to "looking for a device", to the "battery low, recharge the ins soon", before seeing "poor recharge quality". The screen kept switching between those screens and the looking for a device screen. It was confirmed that the recharge telemetry module (rtm) pins were not damaged but the paddle was getting warm. Patient confirmed no falls or trauma and the pins on the controller and battery pack were not damaged. It was noted that the patient uses the ins everyday and walks with a walker. The issue started since christmas, noting some days they were able to get the ins charged to 100% but other days, they were unable to charge because of the issues. The issue was not resolved through troubleshooting. There was a report that the patient cannot see well but it was indicated that this was unrelated to the ins. No symptoms or patient complications were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed the cable insulation was peeling away at donut end and wires are exposed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.